Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic catheterization procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the procedural sheath and the balloon was inflated. During pullback, the balloon lost pressure and pulled the sheath from the tissue tract. The distal tip of the sheath "looked fine". The patient was converted to manual compression for 20 minutes, at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.